Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge had clicking noise and frequently failed storage space for nursing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door was clicking and failed. The field service engineer resolved the issue by replacing the temperature probe and performing a proactive inspection on door, after which all diagnostic and customer tests were passed. The system functioned as intended after the field service engineer repaired the device.